Manufacturer narrative:
The device was explanted, but was not returned for analysis. The manufacturing and sterilization records were reviewed for all implanted devices and no non-conformities were found.

Event description:
It was reported to nevro that a trial patient acquired an infection following the implant procedure. The trial was aborted and the leads were explanted. The patient had a successful trial and there were no reports of further complications.